Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. Visual examination of the connector noted no anomalies. Visual examination of the connector noted the rv grommet was damaged. Evaluation of the connector noted the rv setscrew was missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert triggered, with unstable and high impedance, noise, and possible lead fracture noted. The physician indicated that there may have been a setscrew issue. The lead was programmed off, and then both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.